Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one denali femoral filter delivery system without the dilator was returned for evaluation. The introducer sheath was returned disconnected from the storage tube and the filter was returned inside the sheath body. The pusher catheter was returned kinked at approximately 56.6cm from the pusher pad. The storage tube exhibited diagonal scratches. No other anomalies were identified. Functional/performance evaluation: the introducer sheath segment was cut in order to remove the filter. The removed filter contained all 6 legs and 6 arms which were present and intact. No skiving was observed inside the introducer sheath segment. The hub of the returned introducer sheath was sliced open longitudinally and there were no gaps present; however, skiving was observed at the transition from the hub to the sheath. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: one filter video was returned. The video image demonstrates the attempt to deploy a vena cava filter. All the filter legs and arms remain inside the deployment sheath; although, additional manipulation is shown with the pusher pad rod in the attempt to deploy the filter unsuccessfully. The pusher pad rod can be seen bending as force is used to deploy the filter. The identification of the filter cannot be confirmed based on the partial deployment of the filter inside the deployment sheath. Conclusion: the complaint investigation is inconclusive for deployment issues. Based upon the video provided, the complaint investigation is confirmed for partial deployment of the filter. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval method: image inspection (video review). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a vena cava filter, the filter legs remained inside the deployment sheath; although additional manipulation was used but the filter could not be deployed. The filter and deployment system were exchanged over the guide wire for a new filter system that was prepped and deployed successfully. There is no reported patient injury.